Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2023. Upon examination of the lead, it was noted that the right atrial (ra) lead had no capture threshold, high pacing lead impedance, carrying p-wave sensing and noise. The physician capped and replaced the ra lead on (B)(6) 2023. The patient was in stable condition throughout.

Event description:
New information received notes the right atrial (ra) lead was fractured.